Event description:
The customer reported that, during reprocessing of their ultrasonic gastrovideoscope, it was discovered that the device was leaking. The customer received a loaner device to resolve the issue in the short term. Upon inspection and testing of the returned unit, it was discovered that the acoustic lens was damaged. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the acoustic lens was damaged. The customer's originally reported issue of leaking was confirmed. The following additional findings were also noted: switch 1 detachment and damage, wear of lock lever resulting in knob not locking securely, scope cover plate unclear, scope cylinder discolored, ultrasonic probe damage resulting in defective image, assorted wear, chips, deformation, wear of the angle wire, and loss of water tightness due to pinhole on ultrasonic cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between acoustic lens and ultrasonic probe could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿warning¿ ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result¿. In addition, the following non-reportable malfunctions were found during the device evaluation: chip in light guide (lg) lens. Worn rubber adhesive. Deformation of the connector tube. Olympus will continue to monitor field performance for this device.